Event description:
It was reported that during the procedure the fracture was reduced and bone void filler was used to fill the defect in the proximal tibia. Several k-wires were used to hold the fracture together and then a lateral proximal tibia plate was applied using more k-wires to hold it in place. Then two screws were placed into the plate. At that point the 2.5mm drill was used again to prepare for another screw. While drilling the drill bit encountered a couple of the k-wires (¿pin traffic¿) while trying to get the perfect trajectory for the next screw. At that point the tip of the drill bit broke off inside the proximal tibia. Several attempts were made with multiple different instruments to try and recover the broken drill bit tip. Eventually it was determined by the surgeons that more harm would be caused to the patient by trying to retrieve the drill bit tip than leaving it in the patients tibia. Many x-rays were taken to confirm that the drill bit tip was not in the knee joint space and to confirm that it would not cause any harm to the patient. The case was completed with an approximate 5-minute delay.